Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. On (B)(6) 2019 a transesophageal echocardiogram was performed. The images showed that there was a device related thrombus on the closure device. There was no change to the seal of the device. The patient was kept on their blood thinners. No patient complications were reported.